Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient wanted an adjustment because his spinal cord stimulation was not doing right. He was not feeling stimulation in his lower back anymore and ¿his left leg is not doing the nerves so it helps.¿ if he increases stimulation, he feels it in his thigh and calf. The patient noted falling once in (B)(6) of 2016 and again just before (B)(6) of 2016. He noted that he fell pretty hard. After syncing the implantable neurostimulator to the patient programmer, the patient programmer indicated that stimulation was on. The patient had the ability to change stimulation and he tried his other programs and was increasing them which only stimulated his calf and thigh and not his low back or left leg. The patient was not feeling stimulation in the low back or the left leg. The patient noted at first that it had been about 4 to 5 months since this had occurred, but later on, he noted that it had actually been about a year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.